Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Pump successfully downloaded traces and history file using thus. No pump error 25 alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed pump error 25 on 07/13/2024 at 03:00:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. No failed battery alarm noted during testing however, noted in the pump trace download on [07/16/2024] at [09:42:03.000]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, broken battery tube threads, and cracked case. Alleged failed battery alarms confirmed due to pump error 25. Pump error 25 confirmed in the pump history files on 07/13/2024 and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed for the event. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind. Explained how to resolve power error detected condition no harm requiring medical intervention was reported. No product return is required for mmt-1712k.